Event description:
It was reported that the balloon had ruptured. An agent dcb mr 2.50 x 15mm was selected for treatment of the target lesion. During the procedure while inside the patient, the balloon ruptured. The device was removed from the patient, and the procedure was completed using another device. There were no patient complications.